Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Customer sent email:I have been using the bd ultra fine 2 insulin syringe, and I recently found that there is "water/liquid" coming out in front of the needle. The percentage is around 4/10. I throw them away since I don't know if it is safe to use. I have taken a picture of the problem needle, please refer to the attached file. The item number is 3352090. I use this needle everyday on my family member, and I'm really concerned about its safety. Incident date: unknown. Sample availability: yes. Sample availability details: picture/video only.